Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hip surgery, the bone screw fractured. The screw was unable to be removed and remains in patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
UDI: (B)(4). Reported event was confirmed by evaluation of sample and review of medical records. Visual examination of the returned screw head identified that the head was deformed. Additional analysis results stated that the fracture was suspected to be a torsional overload fracture. The fractured surface identified sheared ductile overload. Review of radiographs reviewed by a health care professional identified a possible fractured screw along the superior aspect of the acetabulum. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.